Event description:
Customer reports low blood glucose symptoms with result of 400 mg/dl obtained on the compact plus system while using expired test strips. Customer administered humalog based on the device result; she reports suddenly feeling dizzy and passing out. Customer reports awaking 3.5 hours later in a pool of blood after hitting her head. Emergency medical technicians (emts) were called, and she tested "low" on professional device (customer did not know actual result). Emts treated her with an IV (contents unk), and the customer was taken to the hospital and admitted for three days. Customer currently feels fine. Requested return of suspect device and replacement was sent.